Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. The patient was subsequently hospitalized and a cardioversion was performed to convert back to a sinus rhythm. This device remains in service. No additional adverse patient effects were reported.